Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report no audio output on (B)(6) 2014. Patient tested the alert functionality and the reported alerts were not functional. At the time of contact, the patient did not report any injury or medical intervention.